Event description:
The following report was received from the affiliate: approx five months post cypher stent implant, the pt was transferred by ambulance in shock. Blood test was conducted and marked metabolic acidosis was observed. To control the acidosis, medication treatment was conducted. After defecation, the pt developed cardiac arrest. Cardiopulmonary resuscitation was performed and the heartbeat recovered once. However, the cardiac arrest occurred again and the pt deceased. Physician's comment: since there was no symptom observed in 2005, the pt didn't visit the hospital. The cause of death is due to metabolic acidosis, but because autopsy was not conducted, the relationship with the cypher is unk. There will be no further info available for this event.

Manufacturer narrative:
This complaint is from a clinical study, it was index procedure was an elective case. The target lesion was the proximal lad. The vessel was a de novo, concentric, and diffused lesion. The vessel was not calcified or flexed. The diameter of the vessel was 2.42mm and the lesion length was 9.43 mm. Pre-procedure stenosis was 76%. Lesion classification was type c. Brachial approach was chosen for the procedure. Pre-dilation was conducted with a 2.5 x 15mm balloon at 18 atms; inflation time is unk. A 3.0x18mm cypher des was deployed at 14 atms for 16-30 seconds at the target lesion. A second 3.0 x 23mm cypher des was deployed at 14 atms for 16-30 seconds at the proximal end of the initially implanted cypher without a gap. Post-dilation was conducted with a 3.0x18mm balloon at 18 atm; inflation time is unk. Timi flow pre and post procedure was iii. The residual % of stenosis was 10%. Ivus was not conducted. There was no problem regarding the procedure or the products. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference mfg reports#: 9616099-2007-00600 and 00601.